Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient presented remotely via merlin.net transmission. Automatic test results from the implantable cardioverter defibrillator were missing from the transmission. The next transmission included the automatic test results as expected. The patient experienced no adverse consequences.